Event description:
Additional information received indicates that surgical intervention took place on (B)(6) 2023 wherein it was noted that only one lead had migrated. As such, only one lead was repositioned to address the issue. Reportedly, patient has effective therapy post op. Investigation was unable to determine which lead migrated.

Manufacturer narrative:
Per the additional information received only one lead had migrated and was repositioned. Hence, this device is no longer reportable.

Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number: 1627487-2023-02248.it was reported that the patient experienced ineffective therapy. Patient only experienced therapy on the right side. As such, surgical intervention took place on (B)(6) 2023 wherein the leads were repositioned to address the issue.